Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. The service technician was able to verify the reported issue of the o2 blender out of spec. The service technician installed a test o2 blender and ventilator passed the o2 blending test. With the good test o2 blender installed, the service technician was unable to duplicate the unit was not cycling. (B)(4).

Event description:
The customer reported a doctor stated that the model lap top ventilator (ltv) 1200 ventilator unit was "not cycling and the patient was bucking the vent." The alarms were sounding and the doctor found a bend in the patient circuit, which the tech stated, "was causing the alarms." The patient was not switched to another ventilator at that time and continued care on the ventilator until later moved to an ICU vent within the hospital per the customer. The customer also reported that o2 blender is out of spec. Email communication with customer verified that there was no patient impact and/or harm to the patient associated with this event.